Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient who was implanted with an implantable neu rostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient's ins on their right side was off and they requested assistance to turn the therapy back on. The patient programmer showed the stimulation was off. The patient was able to connect with the programmer and turn the stimulation back on. Additional information was received indicating the right ins was depleting faster than the left side, despite them both having the same settings. They indicated the settings had not changed in this time, and that the ins still charges to full. Additionally, no overdischarge events had occurred. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Correction includes missing information and device code that should have been added to initial reg. Report. Hcp reported the ins is operating at 50% and it is taking longer to charge. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that they met with the patient to check the patient's implant. Caller stated that the left implant is able to show 100% but the right side is not showing fully recharged ins, although the patient programmer and the clinician programmer show it is full. Based on recharge statistics provided,the patient was able to get to 4.020 volts on one of the implants and 3.9555 volts on the other, which are both considered to be full.